Event description:
The user facility reported that during a therapeutic transurethral resection, of a bladder tumor, the loop at the distal end of the electrode melted inside of the pt when the users activated the cut function on the electrosurgical unit. The users reportedly used a different electrode to complete the procedure. There was no pt injury reported, however, conflicting info was provided as to whether device fragments may or may not have fallen into the pt.

Manufacturer narrative:
Olympus followed up with the user facility to obtain add'l info regarding the reported event, but only limited and sometimes conflicting info was provided regarding the settings of the electrosurgical unit at the time of the occurrence. The users reported having connected a wa22302d electrode to a wa22067a working element. The loop reportedly melted at the initial activation of current. The electrode was not returned to olympus for eval, and the user facility reported to have discarded the electrode following the completion of the procedure. Based upon the info provided, the users appear to have used an electrode that is not recommended for use with the working element and monopolar cable that was in use at the time. The cause of the reported phenomenon appears to be due to user error. An olympus sales rep visited the user facility following the reported event, and provided in-service training on the proper setup and use of the associated equipment. This report is being submitted as a medical device report in an abundance of caution.